Event description:
Event description cpi received information that interrogation of this implantable cardioverter defibrillator (ICD) found that the ICD was in storage mode after the delivery of multiple shocks in a one month period. The physician performed an invasive procedure to explant the ICD.